Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a power on reset (por) error code. The patient had a cardioversion, so their therapy was turned off before the procedure. They wanted to turn it back on, but saw the por message. They asked if the por message meant the patient's battery was depleted, based off of what they read in a manual. They were redirected to a healthcare professional (hcp). There were no symptoms or further complications reported.